Event description:
Consumer called to report meter not reading low enough when she was having a hypoglycemic episode. She was disoriented and her friend had to call emt for assistance. Paramedics corrected her low.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure.